Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 272 mg/dl and 123 mg/dl; 290 mg/dl and 141 mg/dl. Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.